Manufacturer narrative:
This report is submitted on (B)(6) 2018.

Event description:
It was reported that the patient experienced an infection and the patient was administered antibiotics. Subsequently, the device was explanted on (B)(6) 2018. It is unknown if the patient was reimplanted with another device.